Manufacturer narrative:
The implanted leads used during this patient's trial are a different model than the leads used with the permanent system implant. Most likely cause of the inadequate pain relief is that the slightly smaller leads were not placed at the exact same target location as the larger trial leads, thus causing a different therapy sensation and patient displeasure. Prior to explant the system appeared to be functioning as designed and there was no indication of any component failure. The entire system was discarded during the explant and thus not available for any further testing by the firm.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2021 after a successful trial phase. After being implanted with the permanent system the patient reported not receiving the same pain relief as the trial and is not satisfied with the results of reprogramming the system. Patient refused further programming and requested the system be removed. A full system explant was performed on (B)(6) 2023.